Manufacturer narrative:
(B)(4). Device product code - phx. Concomitant medical product: item# 115310; lot# 162790, item# 115397; lot# 105110. Reporter name - revision case performed as joint case with (B)(6). Report source: foreign: event occurred in the (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately one month post-implantation due to the glenosphere disassociating from the mini baseplate. It was noted during the revision, that the length of the central screw was on the shorter size, so the surgeon used a longer screw instead. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.